Event description:
Caller reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller on how to press the button correctly and confirmed the issue, resulting in the decision to replace the pump.